Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure when the doctor wanted to connect the nim patient interface through wired connection, the console showed interface fault detect. The doctor tried to reboot the nim vital but useless. The doctor changed the nim vital to nim 3.0 to perform the surgery. After the surgery, the doctor tried to boot the nim vital and connect the patient interface, and the patient interface can be connect this time. There was no patient involvement.